Event description:
The customer received questionable thyroid results for one patient sample from a cobas e601 analyzer on an unknown date. The sample was repeated on an architect analyzer and the results for free thyroxine (ft4) and free triiodothyronine (ft3) were discrepant. Refer to the attachment to the medwatch for all patient data. (B)(4). Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
As part of the investigation, the sample was tested on a centaur analyzer. The tsh results were below the normal reference range and ft4 and ft3 results were above the normal reference ranges. Based on this data, it was assumed either there was an issue with the sample such as hemolysis, lipemia, or contamination or the results received for the sample were correct. A general reagent issue was excluded.